Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to a possible rv lead perforation in the right ventricle. The lead was removed and the patient is stable. The lead was discarded. There was no suggestion that the lead was the primary cause of the incident.